Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the svc center, the quality tech reported that the rubber feet were cracked. Since the event occurred during routine testing, there was no pt involvement during this event.